Event description:
It was reported that the patient had bruising and swelling at the inferior aspect of the pump with impending erosion. On (B)(6) 2015, the patient was taken to the operating room and the pump was removed. A new smaller 20ml pump was placed with a new pocket formation. No diagnostic testing or troubleshooting was required. The location of the issue was at the device pocket. Additional information received reported that the issue was not due to inadequate placement at implant. The pump was well seated in the pocket. It was noted that the patient did a lot of weight lifting. It was denied that the pump hit any equipment, but it was possible. The patient was doing well back on his original dose. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).